Event description:
Operating room lights in operating room 5 are flickering. Per biomed ¿biomed received a work order and came up and replaced light handles. Steris is aware of this issue and will be replacing the light heads soon¿. Manufacturer response for 10416125, harmony air eir e-series (per site reporter). Gave us a case of extra light handles. Told us they changed manufacturer glue.